Manufacturer narrative:
Problem statement: it was reported to philips that the device did not deliver the shock to the patient. Patient involvement: the patient involved was reported to have expired. It was reported that the clinicians used the hands free cable/pads to deliver a shock, the device indicated "shock ready" but did not deliver the shock twice. The clinicians then tried using the paddle set to shock the patient but observed the same results. Additional information regarding the event and patient characteristics was requested. The customer responded that he was not able to provide further information. The customer report did not attribute the patient's outcome to the device behavior. Device evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. The customer is requesting that the device be returned for bench repair on 14feb2018. On 17apr2018 the bench repair technician reported the following: I contacted the customer and requested that they send me all accessories including the lead set, pads cable, battery, paddle set and a/c power cord in order for me to test them and a device incident report. I received these accessories, tested and found no problems. I did however notice the following; - paddle set: date code: (B)(6) ((B)(6) 2001) - pads cable: date code: (B)(6) ((B)(6) 2010) - 5 lead ECG cable (trunk & lead set) although functioning are showing signs of age. - the ECG input connect although functioning is also showing signs of wear. - the battery date code: (B)(6) 2017 passed the battery test. I thoroughly tested the device and wasn¿t able to detect any problems. I did however recommend that the aforementioned items be replaced due to age and ware. The customer declined to have these items replaced since they are considering replacing this defibrillator. Note: I was never provided with an incident report. Performed self-diagnostics, safety and functional tests. The bench repair technician was not able to reproduce the failure when performing the operational check test and found all tests passed. Resolution and disposition: the fse reported that the issue was not confirmed and there was no trouble found with the device. The device passed all performance assurance testing and was returned to the customer to be placed back in service. Records review: this complaint does not involve an alleged unresolved problem, repeating issue, or observation of poor quality. Product history: in the past 12 months, there were 60 other cases (approximate average of 5 per month) of no parts replaced related problems. The serial numbers indicate a large span of manufacturing dates. Six of the 60 complaints involved serious injury (si) and three involved death. None of these were adverse patient outcomes attributable to the device use. In each death case, the patient outcome was independent of the clinical actions taken. This is a variably occurring issue with no indication of increase or causing or contributing to serious injury or death and no further investigation or action are warranted. Corrective action: this complaint is not related to any existing CAPA. This complaint does not indicate the presence of a systemic problem or emerging issue. Conclusion: philips cannot rule out a malfunction of the device at the time it was reported. There is no indication of a systemic problem; no further investigation or action is warranted. Customer communication: no further communication was requested and no further communication is indicated.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, but not yet received.

Event description:
It was reported to philips that the device did not deliver the shock to the patient. The patient involved was reported to have expired. It was reported that the clinicians used the hands free cable/pads to deliver a shock, the device indicated "shock ready" but did not deliver the shock twice. The clinicians then tried using the paddle set to shock the patient but observed the same results.